Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 272 mg/dl. It was explained to the customer that the recurring no delivery alarms may be due to site, set or reservoir issues. The customer does not want to troubleshoot any further and is requesting a replacement pump. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No excessive no delivery alarms noted. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.